Event description:
It was reported the patient may be experiencing discomfort at the ipg site. In turn, surgical intervention may occur later to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicate surgical intervention occurred on (B)(6)2022 where the ipg was relocated for comfort. No product was removed.